Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es door was not releasing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. The customer stated that they were able to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation the actual device used in this incident, it was determined that the smart remote manager was not closing. A field service engineer replaced the latch and ran diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.